Event description:
The customer reported large wrong longitudinal and lateral translations.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported large wrong longitudinal and lateral translations. A review of the log files ascertained that the site setup was updated and approved with new isocenter values from the treatment plan. Prior to imaging the patient the following day the new reference data was sent to xvi. However, when the CT field was selected for imaging, the user encountered a warning that the isocenter in xvi did not match the isocenter in mosaiq. The reason for the isocenter mismatch is due to a failure in the user's workflow to import the new reference data on xvi. This issue is due to use error. Mosaiq did not have any malfunction and was working as designed and intended. Based on the available information there has been no mistreatment.